Event description:
It was reported that the patient had an inappropriate shock due to atrial fibrillation with a rapid ventricular response. Technical services discussed the event with the caller. There were no additional adverse patient effects. The system remains implanted.